Event description:
The patient reported that for about seven years, his pacemaker has periodically not been pacing correctly. He said, it would go to the maximum setting (about 130 bpm), but then drop the pulse rate down to about 95 bpm, not allowing him to continue with some activities, such as hiking. He reported that in a few days, it would return to normal and work ok. The pt said this has been 'plaguing' him; most of the time it worked well, but sometimes it returned to the lower pacing rate. The device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that for about seven years, his pacemaker has periodically not been pacing correctly. He said it would go to the maximum setting (about 130 bpm), but then drop the pulse rate down to about 95 bpm, not allowing him to continue with some activities, such as hiking. He reported that in a few days, it would return to normal and work ok. The pt said this has been 'plaguing' him; most of the time it worked well, but sometimes it returned to the lower pacing rate. The device was replaced and returned, with a report of battery depletion . No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: battery depletion-normal.